Event description:
It was reported that the t20 driver was broken while removing a setscrew in surgery. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.